Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic duodenal switch surgery, while sewing the anastomosis on the stomach, the suture needle kept falling out, it would not stay in the device. It fell into patient's cavity and was retrieved using grasper. They opened new hand piece to complete the case. There was no patient injury.